Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the pmw35 instrument is fired, then the staple is not released from the stapler (it is difficult to detach it from the stapler). There was no consequence to the pt.